Event description:
It was reported that prior to an unknown procedure, the clips ejected from the device and did not close. Another device was used to complete the case. There was no consequence to the patient.